Event description:
I had been having a lot of eye pain. I wear contacts and have been using the renu moistureloc. My eye developed a large red bump on the right eye. It was very blood shot all the time and my left eye was also red, not as bad as the right though. People were always asking what was wrong with my eye. I went to the eye doctor. He prescribed to me some steriod drops. That just seemed to feed the bump on my right eye. That scared me so I made an appointment with my primary care doctor. He told me it looked like pterigium, not to worry but I would need to go see a ophthalmologist. They set me up tp see dr. She told me it was either inflamed "pnguecula or episcliritis nodular-?" And prescribed some drops, that really didn't help either. The bump did look better, but it was still there. As soon as I heard the news about the renu I stopped using it. My eyes are still bothering. Something isn't right.